Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  met elective replacement indicator (eri) and was su spected to have premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.